Event description:
It was reported that the bd phaseal¿ protector p50j experienced foreign matter in the fluid path. The following information was provided by the initial reporter: this is a report about coring in the vial. During preparation of alimta, small pieces of coring were found in the vial.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes. D9: returned to manufacturer on: 26-may-2022. H6: investigation summary: samples received for investigation. P50j protector and n35j injector were evaluated. Upon visual inspection, no defect was found in the membrane, nor in the injector cannula. No defects or foreign matter observed in the protector. Foreign matter particles were observed inside the syringe that was connected to the injector. It was observed the cannulas do not fit well in the rubber stopper as only the tip is visible. The rubber stopper used in the claim photos should not be used with the p50j, as the cannula does not pass properly through the entire wall of the stopper therefore generating a perforation. The stopper seen in the claim is usually used with the p55, which has a much longer cannula and is made of polypropylene. A device history review was performed for reported lots 2105004 and 2104110 , no deviations or non-conformances were identified during the manufacturing process that could have contributed to this reported issue. Fragmentation testing is performed according to procedure, to evaluate any particulates generated by the injector when mated to other components after ten activations. While phaseal needles are designed to reduce coring, there are several factors that may impact coring tendency. Coring from the membrane may occur due to fragmentation caused by multiple injections or excessive welding of the membrane. Coring of the rubber stopper may result depending on the stopper quality, the design and dimensions of the needles used, or if a poor connection of the protector occurs, or if an incorrect stopper is used as in this case. The product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device, including verification that all critical dimensions are within specification and that there is no damage to the product. Based on the quality team's investigation, possible root cause is associated with the incorrect use of the rubber stopper corresponding to the cannula type of the protector. It is important to ensure that the vial is not expired, as this may affect the quality of the rubber stopper. H3 other text : see h10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd phaseal¿ protector p50j experienced foreign matter in the fluid path. The following information was provided by the initial reporter: this is a report about coring in the vial. During preparation of alimta, small pieces of coring were found in the vial.